Event description:
My eyes are always junky, coughing for no reason ,chest is heavy feeling ,sinuses bug me, phlegm in my throat headache that don't go away my stomach does not feel well. FDA safety report ID# (B)(4).